Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he is receiving no delivery alarms. Customer stated he has changed his site eight or more times and the alarm is recurring. Blood glucose value is 342 mg/dl. The customer has tried different cannula lengths and the tubing is not bent or kinked but the insulin is expired and denatured and customer does not rotate sites or avoid scar tissue. Fixed prime was programmed at 5.0, he was assisted with changing it to 0.5. Nothing further reported.